Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient¿s blood glucose levels reached 15 mmol/l (270 mg/dl). The pod was worn between 36 and 48 hours on the leg. It was noted that the cannula was bent. As treatment for the hyperglycemia, a new pod was applied and a temporary basal was administered.